Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported the luer connection on his infusion set connection to the infusion site had separated from the connection leading to insulin leakage. Patient stated he noticed this concern when he was about to disconnect from the site prior to a shower. Patient reported the connector piece was still connected to the other connector piece of the headset, but the tubing was no longer in the connector. Patient stated this has occurred with two separate tubing from the same lot. Patient reported his readings were not affected and he simply changed the infusion set; all is working fine now. No adverse event reported. Product was replaced and requested return of the alleged infusion set for evaluation.